Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced diaphragmatic stimulation. This cardiac resynchronization therapy pacemaker (crt-p) system was reprogrammed, but then the stimulation came back. The patient was brought in for further evaluation and the crt-p was found to have triggered a couple of lead safety switches as the left ventricular (lv) lead exhibited high out of range pace impedances. The values were greater than 3000 ohms. Testing was performed in other vectors which showed in range pace impedances. Boston scientific technical services discussed troubleshooting and the lead safety switch feature was expected to be programmed off for the lv lead. At this time, the system remains in service. The lv lead is another manufacturer's product. No adverse patient effects were reported.